Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed - "laparoscopic myomectomy". Event description - "physician used gelpoint mini for the first time. Noticed leaking of pneumo and inspected all access ports and remove gel cap and alexis and found the bottom of the alexis polyurethane, that was inserted intra-abdominally, was separated or torn from the green alexis ring. Physician removed and replaced with new gelpoint mini with no issue." Type of intervention - no medical or surgical intervention necessary to preclude permanent impairment of a body function or permanent damage to a body structure. Patient status - "fine".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant?s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.